Event description:
The device was used during an axillary lymphadenectomy procedure. Reportedly, the clips were not loading properly and the staples prefired. The hospital has reported no pt injury occurred.